Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and low sensing. The physician believes that the elevated threshold and low sensing was caused by tissue stuck in lead tip. The ra lead was not used and replaced on 30 jul 2024. The patient was in stable condition.